Manufacturer narrative:
Sc-2317-50 (sn: (B)(6)). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-2317-50 (sn: (B)(6)) the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient was experiencing increased pain despite optimizing the settings. In was noted that the patients spinal cord stimulation (scs) leads had high impedances that may indicate a lead fracture due to a non-device related fall. Additional information was received that the patient underwent a replacement procedure and getting coverage postoperatively. The explanted device was not returned, as it was retained by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2025. Block d2b: product code: qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 7080173. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing increased pain despite optimizing the settings. In was noted that the patients spinal cord stimulation (scs) leads had high impedances that may indicate a lead fracture due to a non-device related fall.

Manufacturer narrative:
Block d2b: lgw, qrb.

Event description:
It was reported that the patient was experiencing increased pain despite optimizing the settings. In was noted that the patients spinal cord stimulation (scs) leads had high impedances that may indicate a lead fracture due to a non-device related fall. Additional information was received that the patient underwent a replacement procedure and getting coverage postoperatively. The explanted device was not returned, as it was retained by the facility.